Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using an ilet system with a g7 cgm, with the highest cgm value of 317 mg/dl and a confirmatory glucometer reading of 350 mg/dl after a recent supply change and a routine meal; the user later disconnected from the pump and administered an injection and planned to follow up with their clinician, and the device problem and component could not be determined due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to attribute the event to a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.